Manufacturer narrative:
Concomitant medical products: 6947 lead implanted: (B)(6) 2010; 4076 lead implanted (B)(6) 2010.

Event description:
It was reported that the left ventricular (lv) lead dislodged and was exhibiting non-capture, resulting in dyspnea and increased fatigue for the patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.